Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('migration of essure device in uterine cavity/ malposition of essure device location of device: protruding into myometrium cavity') in an adult female patient who had essure (batch no. 686077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine polyp, menorrhagia, ovarian cyst, left lower quadrant pain, endometrial polyp, pelvic adhesions, d & c and uterine polypectomy. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine polyp ("endometrial polyps"). The patient was treated with surgery (salpingectomy (bilateral), salpingectomy (bilateral)/laprascopic left salpingectomy and hysteroscopy with removal of endometrial polyps). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, ovarian cyst and uterine polyp outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. The reporter considered device expulsion, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration and perforation (fallopian tubes). No essure was paced in right fallopian tube since patient has had a salpingectomy for an ectopic pregnancy . Initially difficulty was faced to insert essure in left side. No. Of coils: left-6 coils. Insertion: only left side since I didnt have my right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Lot number: 686077 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: pfs received. Reporter's information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: plaintiff received treatment for migration and perforation (fallopian tubes). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to events: migration and perforation (fallopian tubes). Essure implant and explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('migration of essure device in uterine cavity') in an adult female patient who had essure (batch no. 686077) inserted for female sterilization. The patient's medical history included uterine polyp, menorrhagia, ovarian cyst, left lower quadrant pain and endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)/laprascopic left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. The reporter commented: plaintiff received treatment for migration and perforation (fallopian tubes). No essure was paced in right fallopian tube since patient has had a salpingectomy for an ectopic pregnancy . Initially difficulty was faced to insert essure in left side. No. Of coils: left-6 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 14-dec-2020: pfs and mr received. Reporter information , lot no , expiration date, other relevant history, auto-narrative supplement added. . Event: "migration " updated to "migration of essure device in uterine cavity", and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('migration of essure device in uterine cavity') in an adult female patient who had essure (batch no. 686077) inserted for female sterilization. The patient's medical history included uterine polyp, menorrhagia, ovarian cyst, left lower quadrant pain and endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)/laprascopic left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. The reporter commented: plaintiff received treatment for migration and perforation (fallopian tubes). No essure was paced in right fallopian tube since patient has had a salpingectomy for an ectopic pregnancy. Initially difficulty was faced to insert essure in left side. No. Of coils: left-6 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Lot number: 686077, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('migration of essure device in uterine cavity/ malposition of essure device location of device: protruding into myometrium cavity') in an adult female patient who had essure (batch no. 686077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine polyp, menorrhagia, ovarian cyst, left lower quadrant pain, endometrial polyp, pelvic adhesions, d & c and uterine polypectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine polyp ("endometrial polyps"). The patient was treated with surgery (salpingectomy (bilateral), salpingectomy (bilateral)/laparoscopic left salpingectomy and hysteroscopy with removal of endometrial polyps). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, ovarian cyst and uterine polyp outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. The reporter considered device expulsion, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration and perforation (fallopian tubes). No essure was paced in right fallopian tube since patient has had a salpingectomy for an ectopic pregnancy. Initially difficulty was faced to insert essure in left side. No. Of coils: left-6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Lot number: 686077, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: pfs received. Patient's medical history, lab data, events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), reproductive system disorder or condition type of disorder or condition: ovarian cyst, endometrial polyps and pain" and onset date for the event "migration of essure device in uterine cavity/ malposition of essure device location of device: protruding into myometrium cavity' were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.